Event description:
The date of event is unknown. It was reported to boston scientific corporation that a gold probe device was used during a hemostasis procedure of a bleeding ulcer. According to the complainant, following advancement of the gold probe, the device would not generate cautery. Another manufacturer's generator and cable were utilized and exchanged out for another generator and cable utilizing the same gold probe and tested outside of the patient. However, the gold probe still would not work. Another gold probe was used to successfully complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure. The patient's condition was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).